Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been receiving inaccurate fill estimates. The customer's blood glucose (bg) level was in the 500 mg/dl range and insulin injections were administered to address the bg level. As the events occurred in the past, tandem customer technical support (cts) was unable to perform a system check to determine a possible cause of the event. Cts explained the pump load process to the customer. The customer understood the information provided.